Event description:
Reporter alleged that the aviva meter caught on fire after a new lithium battery was inserted into the device. Caller stated the meter was smoking, and was warm to touch. The customer placed the meter in the sink and ran water over it. No adverse event was reported. The blood glucose monitor was requested to be returned for product evaluation, but can not be returned at this time.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ (B)(4) to implement corrective actions was opened on (B)(6) 2025. Device performance and/or risk profile are not impacted.